Event description:
Dist was never contacted regarding the incident. Dist received copies of correspondence from the MFR regarding this. Attached is a full copy of what was received from MFR 6/15/95. This health care worker developed a latex sensitivity and can no longer work in the or. She hadn't worn latex gloves for over two years when she had an adverse reaction to a banana at home. She had no other allergies at the time of her reaction. When she returned to work on the nex day, she demanded to see an allergist to be tested for a latex allergy. Skin prick tests found her severely allergic to latex. She now wears a medical i.d. Alert bracelet and carries an epineprhine pen in case of anaphalaxis. She was employeed at the same hosp for 8 1/2 years as a surgical technician. Her case started out with a rash and then hives on her hands after wearing latex gloves with a very high content of natural rubber protein for about 6 1/2 years. She then switched to a hypoallergenic or powder free latex glove thinking it was the power in the gloves that caused her reaction. The symptoms worsened. She heard about latex allergies and so switched to a latex free glove. Hives and itching ceased. About 2 months ago, she ate a banana at home. Itching, sneezing, rash, swelling of lips, wheezing occurred. Benadryl orally was administered. Rubber plants and banana trees have the same proteins, therefore she was now cross-reacting over into the foods she ate. She saw an allergist, and hasn't worked in the or since 3/16/95. Symptoms of sneezing, watery eyes, runny nose quit. She went for a 2nd opinion with the same findings where blood tests and spirometry were done. (See #6 4-6-95). Repeat pylmonary functions will be done in one month. If symptoms worsen, she may not be able to work in a hosp at all. She now holds a secretarial position in the nursing office of the same hosp.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.